Manufacturer narrative:
(B)(6). (B)(4). The laser machine was examined and tested by an abbott field service specialist (fss). The fss verified the gantry beam alignment, sidecut retraced, horizontal overlay, flap thickness, and treatment cone. The fss verified the site cut was complete in treatment code. The fss found no issues with the operation of the equipment. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced an incomplete flap on the left (os) operative eye resulting in the aborting the procedure. A description from the surgery center indicated the left eye was incomplete between the 3 and 5 o¿clock area of site cut. The flap was not able to open. The surgery indicated the right eye was completed before without any issue. The procedure was aborted and rescheduled on a separate visit.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.